Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Additionally, an alarm is a safety feature and not a malfunction. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 115 warning: an occlusion may result from a blockage, pod malfunction or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken.

Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl while wearing the pod longer than 48 hours on the arm. Multiple boluses were administered, however, they were not effective. Subsequently, patient was taken to the emergency room where their pod emitted an occlusion alarm. Treatment included administration of insulin via insulin drip and a check of patient's "basic vitals." Patient was sent home, thereafter.